Event description:
It was reported that the g7 sledded shaft stuck from the curved inserter during cup insertion. The g7 sledded shaft was noticed to be deformed after use from being forcefully removed. There was no impact to surgery. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: d4 updated: d9, g3, g6, h2, h3, h4, h6 visual examination of the returned product identified damage to the lip of the shaft head along with wear to the outside surface. There is scuffing to the hex feature of the head with the lower hex feature still intact. The length of the device was checked and found within specification. The head diameter was checked in two places as the deformation to the head has caused a change to the feature. Unk curved inserter was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.